Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room due to pre-syncopal episode. Interrogation identified intermittent low out-of-range right atrial (ra) lead impedance measurements and noise. The sensitivity was pre-programmed to 10mv suggesting the noise was a previously known issue. Attempts to obtain additional information was unsuccessful. All available information indicates that this device remains in service.